Manufacturer narrative:
Updated data: b5. Corrected data: h6. Ime/annex e code e2403, fdd/annex b code a25, additional codes: imf/health impact code f26, img/component code g07002 additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 millimeter (mm) n on-medtronic balloon and a post-implant bav was not performed. Additionally, it was reported that nothing in terms of patient anatomy contributed to the dislodge, however, given that this was a dialysis patient, it was expected that there would be some tissue comp osition that was not seen on computed tomography (CT) scan. The deployment starting point was at the lower end of the pig tail catheter, and the second attempt was performed lower. Prior to the valve dislodgement, the implant depth on the non-coronary cusp (ncc) was -5 mm and on the lcc the implant depth was -6 mm. The valve was deployed and recaptured twice usinga medtronic (confida) guidewire, due to the valve dislodging aortic. Additionally, there was no difficulty recapturing the valve. Clarification was received that the patient had pre-existing low cardiac output. Per the physician, the cause of the low cardiac output was due to dialysis and aortic stenosis. No specific treatment was provided other than the implant of a non-medtronic transcatheter valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Clarifying information was received which reported that six recaptures were made.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, and after confirming the depth of the lower end of the non-coronary cusp using cusp-overlap technique for valve placement, an attempt was made to place the valve. However, after confirming the rise in blood pressure with point of no recapture, the valve dislodged three times in the ascending line. At this time, according to the physician, the dislodge was due to the shallow depth of the valve on the left coronary cusp (lcc). After switching to the left anterior oblique technique and checking the depth of the lower end of the lcc, the valve dislodged in the ascending direction even when the valve was placed approximately 5mm deep. It was noted the patient¿s cardiac function was poor. The valve was withdrawn from the patient and was replaced. Subsequently, a non-medtronic valve was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID evolutfx-26, serial/lot (B)(6), use by date 2025-05-22, UDI (B)(4). Product analysis: both of the devices associated with the event were discarded and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.